Event description:
It was reported that the patient presented in clinic for routine follow up and it was observed that r waves have been decreasing and were low and out of range during this follow up. An increase in pacing lead impedance was also noted. Threshold was observed to be stable. No anomalies were detected on fluoroscopy. No further information is available.